Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and a pericardial effusion. The right atrial (ra) lead electrograms (egm) showed noise and no p-wave measurements despite p-waves being present on electrocardiogram (ECG). No capture of the ra lead were also noted. The right ventricular (rv) lead was removed. The ra lead was re-positioned into the rv apex. No further patient complications have been reported as a result of this event.